Event description:
The complainant reported a 77-year-old male patient presenting for multiple chronic conditions. During the initial implant attempt for an impella 5.5 pump, it was documented that the device punctured the left ventricle. The perforation was surgically repaired and the pump was subsequently implanted successfully for patient support.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.